Event description:
It was reported that this right ventricular (rv) lead had migrated. Boston scientific technical services (ts) discussed to consider lateral chest x-ray to confirm lead positioning. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had migrated. Boston scientific technical services (ts) discussed to consider lateral chest x-ray to confirm lead positioning. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that patient was complaining or feeling something different which it was associated and reproducible with rv pacing. Also, the lead was not dislodged which was confirmed through chest x-ray that there was no change in rv position. The atrioventricular delay was extended.